Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have 310 labels that are different between the master box, and the secondary packaging. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo and video were provided for investigation. The photo and video were reviewed and the indicated failure mode for incorrect label content with the incident lot was observed. Based on a review of the device history record for the incident lot, the final packaging record was found to have an incorrect batch and expiration date. This complaint has been confirmed for the indicated failure mode of incorrect label content. Bd has initiated further root cause investigation relating to the issue of incorrect label content through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have 310 labels that are different between the master box, and the secondary packaging. There was no report of impact to patient or user.